Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a neuron select catheter 5f (5f select), a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra sheath (6f), and a guidewire (0.038). The physician gained right radial access and advanced the benchmark and the 5f select through the sheath over the guidewire to the aortic arch. The benchmark was then placed in the subclavian artery. While selecting the ica using the 5f select, the physician observed that the 5f select appeared to be damaged under fluoroscopy. The physician decided to remove 5f select. While retracting the 5f select, the 5f select fractured at the distal end in the aortic arch. The 5f select was removed and the fractured portion remained in the aortic arch while the physician continued the coil embolization procedure using another 5f select. After completion of the coil embolization procedure, the physician gained right femoral access and a 9f sheath was placed. The physician advanced a snare device to retrieve the fractured 5f select segment. While retracting into the sheath, the physician observed under fluoroscopy that the 5f select fractured at the distal end and two small fragments fell downstream into the muscular branches near the sfa. The physician determined it was safe to leave the remaining fragments in the muscular branches as there was no obstruction. The procedure was completed at this point. It was reported that the patient was doing well next day.

Manufacturer narrative:
Evaluation of the returned neuron select catheter 5f (5f select) confirmed that the catheter was fractured. This type of damage is consistent with the device being advanced or torqued unrestrained against resistance. Based on the reported event, the root cause of resistance during the procedure could not be determined. Further evaluation of the 5f select revealed damage and an additional fracture on the device. This damage likely occurred during snaring for removal. The distal fractured fragment was not returned for evaluation. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.